Manufacturer narrative:
Product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3986a60, lot# n084750, implanted: 2008 (B)(6); product type lead product ID 3986a60, lot# n084750, implanted: 2008 (B)(6); product type lead product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a lead/extension issue of lead migration. It was noted that the patient had migration issues that caused the patient to lose coverage previously. As a result, the patient stopped using the device and turned stimulation off. It was noted that it had been off for ¿several weeks to months.¿ it was noted that the manufacturer representative tried to read the device and it appeared to be in overdischarge. It was also noted that an overdischarge was suspected. It was not known if any prior overdischarges had occurred. The event occurred during normal use. A physician mode recharge (pmr) was not performed. The product status was implanted and remains in service. It was noted that actions required as a result of the event included explant. It was noted that the patient wanted to have the device explanted. It was noted that the implantable neurostimulator (ins) was under the patient¿s clavicle for ¿ons.¿ the manufacturer representative assured the patient that the device was off. There was no diagnostic testing or troubleshooting as it was not required. The cause of issue was not determined. Symptoms or complications included pain at the device pocket. The patient¿s status was alive with injury. Information omitted, see pe# (B)(4). Additional information received reported that the patient turned the device off several weeks to months ago. The cause of issue was not determined. There was no diagnostic testing or troubleshooting performed. The ins overdischarge was not confirmed. A pmr was not performed. It was noted that the explant had not occurred and ¿no idea when scheduled.¿ it was noted that it was not likely the patient was receiving effective therapy as they ¿shut it off to begin with and want it out.¿ additional information was requested but was not available at the date of this report.